Manufacturer narrative:
Performed visual inspection and verified no damage and or cosmetic issues. Connected ac power to the unit and turned unit on, powered up fine, all indicators checked good. Connected foot switch and known good motor drive unit. Performed all functions per mfg process summary. Operational check good. No tube sets sent back with unit, suspect defective and or damaged tube set when installed by end user. No problem found.

Event description:
During procedure, the unit was working fine, however, towards the end of the case, the pump squirted a large amount of fluid and the anesthesiologist was hit in the eyes. There is no reason why this occurred as no one was touching the unit when this incident happened. The anesthesiologist was brought to occupational therapy to treat this incident. The pt was also being tested for hepatitis and aids due to this incident. The unit was pulled out of service.